Event description:
The distributor reported that after surgery the doctor wanted to remove skull pin from skull clamp, but it was hard to remove so the doctor pulled harder. The doctor incurred a 2mm laceration on his hand. The back of his hand contacted the pin on the opposite side of the clamp, resulting in the laceration.

Manufacturer narrative:
The device was not available for investigation. It is possible that fluids may have dried around the pin/clamp receptacle causing the difficulty or it is possible that the o-ring had been replaced by an unauthorized repair using a non-mayfield specification o-ring. A device history record could not be reviewed because the lot number was not provided. The root cause could not be determined without the actual device being returned for investigation. Integra representative provided in service for the user facility in removing the skull pin from skull clamp.